Event description:
The device could not be used during a pt event because the disposable electrodes were incompatible with the device's pt connection configuration. A back up device was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.